Event description:
Pt had an infuser that did not infuse even after being connected overnight. A new batch was prepared using the same infuser. Pt states infuser infused over 19 minutes vs 30 min. (100 ml/hr infuser filled with 50 ml).